Manufacturer narrative:
Multiple attempts were made to determine patient involvement. Patient involvement is unknown. No user harm was reported. The power switch overlay was returned and evaluated by failure investigation (fi). Fi found that visual inspection of the power switch overlay assembly revealed no evidence of damage or contamination. The alarm (red) led detached from the trace not making contact on the power switch overlay created the 1105-alarm led error code.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
The customer reported diagnostic error "alarm light emitting diode (led) failed¿. Patient/user involvement at the time of the event is unknown, but no patient/user harm was reported. If more information becomes available at a later date, a follow up report will be submitted. The customer confirmed the reported failure. The customer replaced the power switch overlay to resolve the issue. The unit was tested, and it was returned to service.